Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, there was foreign material confirmed to be blocking the nozzle and, in the plastic, distal end cover because there was foreign material blocking the pipe. The specific cause of the blockage could not be determined because the foreign material could not be identified. However, there should be a confirmation there were no abnormalities in the devices (i.e. Water supply button, water supply tank, etc.) Used in combination with the scope. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle and distal end cover. There was no patient involvement.